Event description:
Patient taken into cysto intubated, positioned, prepped and draped. When ready to make incision, table needed to be moved to position patient under fluoro eye. When this was attempted table locked up and froze in position. This was a case that required fluoro. Case was aborted and patient woke up. Patient was admitted overnight and case was added on to or schedule the next day. This is a consistent problem with this table. The bed locks up constantly and dornier is called for service repeatedly and the problem is never fixed.